Manufacturer narrative:
Patient's race and ethnicity were not provided; however, the patient's nationality is (B)(6).the reported device is being returned by the distributor. Once the device's evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that an inclusive tapered implant failed to achieve primary stability. The patient complained of pain so the implant was removed. The implant was being placed into the tooth # 24. The implant site had type 3 bone quality. The patient has no relevant pre-existing condition. There was no abnormality with the implant.